Manufacturer narrative:
Investigation summary: review of customer data shows that the curves in question appear to be true positives. These less pronounced curves may indicate samples with low level target. Root cause: unable to determine. Source: phone.

Event description:
Reported one false positive sars result.. The customer communicated the result tested negative by molecular (pcr testing).